Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37761 lot# serial# unknown implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient has a spinal cord stimulation device, but it is ¿on her brain.¿ the patient has a damaged/broken cord on the recharging system. This had occurred in (B)(6) 2016. The patient noted that she doesn¿t use therapy during the summer time because her face doesn¿t bother her during warm weather. Patient did not have recharging equipment at the time of the report and noted that she would call patient services when she gets the equipment. There were no patient symptoms reported.(B)(4): additional information received from the consumer reported they were missing some recharging equipment and some were broken. It was stated the connector pin was broken and the cord to the wall outlet was missing. This was not an out of box failure. It was further reported that they were in remission and so they weren¿t using the stimulation for their trigeminal neuralgia. It was stated they started getting some pain and went to turn stimulation on but was missing some recharging equipment and some were broken. They hadn¿t recharged since the (B)(6) 2016. Their pain started about 6 weeks ago and it was worse in the last 2 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.